Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00971951 case subject: npi 8100 will not pass rate calibration account name: zs university of utah hospital account #: 1846000 asset name: 8100 pump module 9.17.0.22 asset location: contact: carl pockrus contact email: carl.pockrus@hscutah.edu contact phone: 801-585-2006 contact mobile: patient or user involvement: no patient or user harm: no case description: biomed has an 8100 module that is failing rate calibration. Sn: (B)(4) failure device type: failure problem type: failure mode: case resolution: used ka alairs infusion 8100 failing rate accuracy and /or rate calibration for troubleshooting. Recommend to replace the mechanism assembly. Biomed will conduct repair and call back if further assistance is needed. Ref:_00d30y0yr._5000l1qjqiw:ref